Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the seal was compromised. During unpacking of a spiroflex vg angiojet thrombectomy set, it was reported the sterile portion of the tray appeared to already be opened and had a tear or perforation. As there was no contact with the patient, no complications were reported.